Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the returned product consisted of an angiojet solent omni thrombectomy system. The pump, shaft, and tip were visually examined and it was observed that the hypotube was broken 18.5cm from the manifold. The device was functionally tested. During functional testing, the device would not get through the priming mode. The device received an error to ¿check saline supply.¿ the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 16may2017. It was reported that there was an inability to prime and the pump was leaking. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During preparation outside the patient, the device was unable to prime as the pump was filling with serum and leaking into the console compartment. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. However, device analysis found that the hypotube was broken.